Event description:
While implanting the graft, md noticed holes in both distal ends of the graft. Md repaired the holes and continued with the grafting. Estimated blood loss: 200cc. No pt complications during surgery or hospitalization.